Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient was scheduled for revision due to the patient's generator turning and pushing against the skin where their incision was made at the last replacement surgery. The patient was admitted to the hospital and they performed a revision of the pocket. The generator was working fine. No vns products were used and there was no infection per the surgeon. It was later reported that the physician believes the generator was not secure in the pocket well enough. A non-absorbable suture was not used to secure the generator during the previous replacement last month. The intervention was to preclude serious injury, as they were concerned that the generator could break through the skin if not revised. No additional relevant information has occurred to date.